Event description:
This is a spontaneous case report received from a regulatory authority (case# (B)(4)) in (B)(6) on (B)(6) 2016. It refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2014 for contraception. Consumer became pregnant 4 months after having the insert placed and after having received confirmation from gynecologists through a sonography that everything gone well and was in the perfect position. Consumer had an abortion and after a few months she asked for a test to check if her fallopian tubes were permeable. The test was performed and showed the left tube was indeed permeable and the right insert was displaced. A tubal ligation was performed and although the right insert was removed, the left one was not seen in the laparoscopy. During this time, consumer experienced unbearable pelvic pain, stomach cramps, lower back pain and cramps in the buttocks that leave her unable to move her legs. After several months, a sonography was performed and they discovered that the left insert was in her uterus. Consumer asked for the insert to be removed as it was no longer performing its function and was causing pain. They agreed to remove it within approximately 8 months and she was waiting for it to be removed. The procedure will be carried out via the abdomen with general anesthetic and will include removal of the uterus. Ptc investigation result received on 26-jan-2016. (B)(4) final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment based on the available information no product quality defect was confirmed. The reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events or lack of efficacy and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-jan-2016 for the following meddra preferred terms: (B)(4). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who became pregnant after having the insert placed and after having received confirmation through a sonography that everything gone well and was in the perfect position. She had an abortion after a few months. An exam showed that right insert was displaced. She had a tubal ligation and the right insert was removed. After several months, an ultrasound showed that left insert was in uterus. It was agreed with her physician to remove it within 8 months via abdomen and it will include removal of uterus. Pregnancy, abortion and device dislocation are serious events due to their medical importance. Pregnancy and dislocation are listed events while the abortion is unlisted. Since essure may dislocate distally into fallopian tubes, the device dislocation is assessed as related to essure. In this particular case, an initial test indicated that both tubes were blocked. However, another test performed after the abortion showed that left tube was permeable and left insert was not seen by laparoscopy. The pregnancy was therefore considered related to essure. In contrast, although gestational age has not been provided, spontaneous abortions occur mostly during the first 12 weeks of pregnancy and the vast majority of these cases are due to chromosome abnormalities or gross morphological malformations, so this abortion is considered as unrelated to essure. According to product technical complaint analysis, there is no reason to suspect a causal relationship between the reported medical events or lack of efficacy and a quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs